Manufacturer narrative:
An investigation was performed and included a review of the complaint text, troubleshooting by field service representative, a review of service history, a search for similar complaints, and a review of labeling. During troubleshoooting, service discovered the 2500ul pump, bulk solutions (part number a-35001280-02) was clogged/obstructed, therefore, not transferring the correct amount of trigger solution. Service replaced the 2500ul pump, bulk solutions (part number a-35001280-02) and cited the part as the likely cause. A review of service history revealed no additional erratic or discrepant troponin results after the part was replaced. A review of similar complaints did not identify any adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for patient information: patient identifier: multiple = sid (B)(6); sid (B)(6).

Event description:
The customer reported multiple false negative stat high sensitive troponin-I results, when processing on the alinity I (serial (B)(4)). For sid (B)(6) the initial result was <1.5 pg/ml. The repeat result was 13393.9 pg/ml when run on another alinity I (serial (B)(4)). This patient previously had a result of 9976 pg/ml on (B)(6) 2019. For sid (B)(6) the initial result was <1.5 pg/ml. The repeat result was 1665.7 pg/ml when run on another alinity I (serial (B)(4)). Patient (B)(6) received a stress EKG, results were not provided. No negative impact to patient management was reported.